Event description:
The customer reported the mts centrifuge was not responding properly during qc testing.

Manufacturer narrative:
If gel cards are not centrifuged for the proper amount of time or speed, erroneous results could be reported. The incident occurred during qc testing. It is unk which gel card tests were being performed at the time of the incident. Product labeling advises the customer to use a timer as a separate time source and to discard gel cards and repeat testing if the centrifuge is interrupted. Product labeling also advises the customer to monitor the centrifuge for the entire 10-minute centrifugation period. If the 10-minute centrifuge period is interrupted without the customer's knowledge, then red cells may not properly settle to the bottom of the microtube and may possibly lead to erroneous test results, which may lead to the transfusion of incompatible blood. If the reported incident were to recur, if the user did not follow product labeling, erroneous results could have been interpreted. Instrument malfunction was confirmed. However, erroneous results were not reported as a result of this incident.